Manufacturer narrative:
H3: device evaluation: lens returned dry with residue/debris found on product in a microcentrifuge vial. Visual inspection found haptic torn and broken. Dimensional inspection found the lens to be within specifications. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to lens rotation not associated to a low vault, the lens was removed and replaced intraoperatively for a longer length and different power lens (implanted vertically). The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # 738642